Event description:
Severe chronic dry eye after lasik surgery, occlusion of all tear ducts, use of cyclosporine eyedrops, constant eye pain, blurred vision. I now constantly battle corneal abrasions and infections.